Event description:
It was reported in a litigation notice that an operator was injured when lifting the cot. The operator is reportedly out on workman's compensation leave.

Manufacturer narrative:
The litigation notice did not state if a pt was onboard the cot when the alleged injury was sustained by the operator. Extent of injury to operator was also not stated in the litigation notice. It is unk if any additional info or eval will be possible, due to litigation. If additional relevant info or eval is gathered, a follow up MDR will be filed.